Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 24-may-2016. The fse reported the incubator was out of alignment and dropping cups. The engineer adjusted the incubator to the pickup assembly and the customer ran qulaity control on all assays, all of which passed with no errors. The customer also ran multiple patient samples with acceptable results and no errors. The aia-600ii was working as intended. No further action required by fse. The probable cause of the event was misalignment of the incubator.

Event description:
On (B)(6) 2016 a customer reported the message, pickup failure incomplete incubator table, with their aia-600ii analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting fsh and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.